Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
The customer reported that the intellivue mp30 indicating afib alarm is displayed but there is no alarm sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) did not receive any information to be able to work the reported event. Event cannot be confirmed for any other occurrences, as neither the exact time or alarm event were available for the claims of the users therefore, the complaint allegation cannot be confirmed. Based on the information available, the cause of the reported problem is unknown. The reported problem was not confirmed. There is no additional information available to be able for evaluation, the cause of the reported allegation is undetermined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.